Manufacturer narrative:
Citation: marco barbanti, md article title: outcomes of redo transcatheter aortic valve replacement for the treatment of postprocedural and late occurrence of paravalvular regurgitation and transcatheter valve failure circulation: cardiovascular interventions 2016 sep;9(9). Pii: e003930 10.1161/circinterventions.116.003930 date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding redo transcatheter aortic valve replacement (tavr) greater than 2 weeks post valve implant procedure. All data were collected from multiple centers beginning in december 2014. The study population included 13876 patients predominantly male; mean age 78 years. Of the 50 patients (0.4%) who underwent a redo tavr procedure, 37 were implanted with a medtronic corevalve or evolutr (serial numbers not provided). The reason for the redo tavr was listed as moderate/severe aortic stenosis (as), paravalvular leak (pvl), aortic regurgitation (ar), and endocarditis was reported as the cause of ar in one patient and suspected in another one (patient was found with leaflet tear, and blood cultures were not performed). Among all patients, all patients remained alive at discharge. Among all patients adverse events included: stroke (1), bleeding (9), acute kidney injury (5), paravalvular leak (pvl) (2), embolization (1), increased gradients (5) (due to stenos), and permanent pacemaker implant (3). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.